Manufacturer narrative:
The investigation is ongoing. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-17187 and 2015691-2023-17182. Voluntary medsun number- (B)(4).

Event description:
During a tavr procedure using a 29mm sapien 3 resilia valve via transfemoral approach, it was reported that there was inability to advance delivery systems with valve through the iliac with no damage to the esheath and no complication to the patient. However, a preliminary evaluation found that the distal tip was split, and the sheath was punctured.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The 16fr esheath plus was returned for examination and the reported event was confirmed through evaluation of the returned device. A visual examination found that the strain relief was wrinkled at the distal end, the sheath shaft was also twisted, some liner stretching proximal to the valve location, the distal tip was open along the axial score line, the distal tip was split, and the sheath shaft was punctured. Due to the nature of the complaint device, engineering could not perform functional testing or dimensional analysis. The following instructions for use (IFU) were reviewed: esheath plus, device preparation manual, and procedural training manual. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result of increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. During the evaluation of the second sheath used in the procedure, multiple kinks and curvature were observed along the sheath shaft, suggesting the presence of tortuosity in the patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. During the evaluation of the returned device, scratches were observed on the sheath shaft. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the sheath hdpe and lead to damage, such as the observed sheath puncture. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and the sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks, tip damage) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or non-conformance associated with this issue. There are several 100% in-process inspections (visual) performed in the manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In addition, an assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. The complaint for split in the distal tip was confirmed through evaluation of the returned device. However, no manufacturing nonconformance was identified during the evaluation. Review of the the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. "Inability to advance delivery systems with valve through the iliac. The implanter was able to remove the first valve without complication and there was no damage to the first sheath" was reported. However, during the evaluation of the returned device, the distal tip was open along the axial score line and had a tip split. In addition, the distal end of the strain relief was wrinkled, and the sheath shaft was twisted, suggesting excessive device manipulation. During the evaluation of the second sheath used in the procedure, scratches were observed along the sheath shaft, suggesting the presence of calcification in the patient's access vessel. Sharp nodules of calcification can lead to the observed tip damage through direct contact. However, no information related to patient anatomy was provided. In this case, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation, valve caught on sheath) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. This issue has been previously identified in product risk assessment (pra).